Event description:
It was reported that the coil had been repositioned several times when it mechanically detached. The physician removed the coil with a gooseneck snare device. There was no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Only the main coil was returned. Analysis of the main coil revealed that it had physically detached/separated at the detachment zone and procedural fluid was present on the main coil. In addition the coil was kinked and stretched. No damage was observed to the main coil suture. No other anomalies were observed. A functional test could not be performed as the coil had detached/separated from the delivery wire. Information available indicated that the target coil was confirmed to be in good condition prior to use, the coil was repositioned several times and flus was intermittent. As per the target dfu ¿warning: in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between: the femoral sheath and guiding catheter; the 2-tip microcatheter and guiding catheters; and the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil". It is probable that intermittent flush contributed to the reported detachment of the coil in addition to the observed main coil damages. Based on analysis of the device and information available, an assignable cause of use error was assigned to this investigation.

Event description:
It was reported that the coil had been repositioned several times when it mechanically detached. The physician removed the coil with a gooseneck snare device. There was no reported clinical consequence to the patient due to this event.